Event description:
Additional information from the patient indicated that they mistakenly had increased the numbers on their controller screen, which led to the "legs went crazy." However, when the patient reduced the stimulation to 6.2, everything was fine. The patient stated that the intensity was just where they needed it to be. The issue was resolved. The cause of the issue was patient mistake.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they have a stimulator that goes out of control. Patient stated that they had charged their back yesterday and took everything apart and were watching a football game and all of a sudden their legs went crazy. Patient noted that their stimulator and equipment were all upstairs and they were downstairs; patient followed up saying that their intensity went from being at a 7.4 to an 8. Patient mentioned that they set the intensity to 5 last night because when they are sitting or laying down they do not have any pain, but that their intensity randomly jumped up to an 8 again. Patient stated that the same thing happened when they were running errands one day; the intensity just jumps up out of nowhere. Patient noted that they had been having troubles and that they blame the battery pack.  Patient followed up saying that their device intermittently works. Agent advised the patient follow up with their doctor or a manufacturer representative (rep) to have the implant interrogated. The issue was not resolved. Agent redirected the patient to follow up with their hcp to further address the issue. Omitted information pertaining to replacing the recharger and the controller; see (B)(4).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.